Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spike of a vented micro-volume inlet pulled out (detached) from the transparent tubing. The issue was identified during production (compounding) using an automated compounded device. No part of the tubing was cracked, broken or torn. The spike remained in the sodium chloride bottle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Unaided eye visual inspection was performed and the spike was observed detached from the inlet tubing. The reported condition was verified. The cause of the condition could not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.